Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the complete view of the catheter with partially loaded canula and device packaging with attached label. Lot and product information were matched and verified. Thread was noted to be broken and separated from the pigtail. Therefore, the investigation is confirmed for the reported thread break and separation. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a ultrasound guided percutaneous drainage procedure placement procedure using the navarre universal drain. During formation of the pigtail loop, while pulling the silk thread, the thread was observed to be broken and directly dislodged. It was reported that there was no obvious tension prior to dislodgement, no issues were noted before pulling the silk thread, and the issue was not associated with excessive pulling force. No visible glue residue was noted at the end of the distressed thread. The drainage tubing was replaced, and the procedure was completed using another device. There was no reported patient injury.